Manufacturer narrative:
Investigation description. No abnormal wear or damage to exterior of device. The device was placed on a charging pad and powered on successfully, charging to full battery with no issues. Engineering logs were downloaded and reviewed, confirming the issue with rapid battery depletion. The root cause has been determined to be a defective battery

Event description:
It was reported that the ilet device exhibited accelerated battery depletion, with runtime decreasing to approximately 7 hours despite prior contact about the issue, and a replacement was sent. Symptoms included no user-reported clinical effects and no alerts or alarms. Outcomes included no reported impact on glycemic control, no medical intervention, and no hospitalization. Investigation included technical support troubleshooting and user education conducted remotely. Investigation of this case revealed a suspected battery performance issue without corroborating device alarms. It was concluded that the device experienced battery depletion consistent with a hardware battery malfunction, and a replacement was provided.